Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 170 mg/dl. After removing the obstruction from the speaker holes, the alarm cleared. Reportedly, a new cartridge was loaded and insulin delivery was resumed.